Event description:
Upon opening the 32mm+8mm lfit v40 head it appeared to be discoloured compared to what it would normally look. It appeared a 'smokey golden' colour.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: discolouration was observed on the returned head. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head.

Event description:
Upon opening the 32mm+8mm lfit v40 head it appeared to be discoloured compared to what it would normally look. It appeared a 'smokey golden' colour.